Manufacturer narrative:
The device return is anticipated; however, at the time of this report, the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an intubation procedure, the glidescope core monitor displayed a green screen when connected to a blade and glidescope core smart cable. There was no report of delay in procedure, use of a backup device, or harm to the patient.